Event description:
The account reported that during a polypectomy procedure, a serosal burn occurred. The pt was re-admitted to the hospital for observation.

Event description:
During a polypectomy procedure, a serosal burn occurred. The pt was re-admitted to the hosp for observation.